Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy, and acknowledged that the cartridge was overused beyond its 72-hour limit. Tandem technical support educated the caller about the cartridge usage guidelines, the customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue, no issues were identified.